Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, which went well, with no visible or noticeable complications, it was noticed in the recovery area that the patient was not able to move her right leg. An x-ray was taken but the physician did not see anything wrong with the placement of the scs device. After a short period of observation, the physician made the decision to transfer the patient to the hospital for further testing. The patient had multiple inconclusive tests, including magnetic resonance imaging (MRI). After an overnight stay in the hospital, the patients symptoms had not improved but there was not a known cause for her condition. The physician chose to explant the scs system. The explanted devices will not be returned as they were retained by the medical facility. Post operatively, the patient was in rehab and her staples were removed. The patient told the physicians office that she's doing better.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083229; product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial:(B)(6), batch: 222161.